Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/delivery test, rewind test, excessive no delivery test and dat at 0.08750 inches. Pump received with no battery installed. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window, stained end cap sticker, stained back address label, scratched keypad overlay, scratched reservoir tube window and minor scratched lcd window.

Event description:
It was reported that the customer passed away at home. The cause of death was esophagal cancer and diabetes. The caller stated that the customer had a six bypass that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller believes the customer's heart just stopped, as they were talking one minute, and then the customer laid their head down and was gone. The caller declined to return the insulin pump for analysis.